Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited loss of capture and was found to be dislodged. A successful reposition was done and the patient is fine today. To date, there have been no adverse patient effects reported.